Manufacturer narrative:
(B)(4). Additional review determined that (B)(4) applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that on (B)(6) the patient was getting a spinal st imulator placed and towards the end of the procedure went asystolic, and CPR was started. The patient was intubated and given several doses of epinephrine and was also given vasopressin. He had a return of pulse and blood pressure. Following this the patient was in a paced rhythm by their implanted pacemaker. It was noted the patient had a history of coronary artery disease with bypass surgery and a pacemaker. The patient was intubated at that time and was unable to give a history. Review of the patient noted they were dehydrated and unresponsive with decrease but equal breath sounds bilaterally. Blood tests were taken with results showing bun of 40, creatinine of 2.4, glucose of 202, lactic acid of 4.7, wbc 13.0, mcv 101.3, immature granulocytes 2.5 and 0.32, and absolute neuts. 9.9 which were all high. The patient's gfr was 26.0, calcium of 1.09, rbc 3.04, hgb 102, and 30.8 which were all low. The impression of the patient at that time was pulmonary edema. Further information indicated the patient was admitted to the trauma room in the emergency department. At that time his breath sounds were tight but equal bilaterally. A chest x-ray revealed the et tube was at the level of the clavicles and was advanced and the PICC line tip was obscured. It also showed interval enlargement of the left pneumothorax with demonstrated reduction of the left pneumothorax, a right middle lobe infiltrate which was likely discoid atelectasis, and a tiny left effusion. It also showed extensive left chest wall emphysema and bilateral parenchymal densities. Blood pressure was unable to be detected so dopamine was started with improvement in blood pressure to 110 systolically. Propofol was also started to allow the patient to tolerate the tube even though the continued to require constant tube management. The patient's blood pressure seemed to stabilize and he was taken to CT. Results of the CT showed mild to moderate generalized supratentorial atrophy, but no acute intracranial abnormality was identified. The ER physician talked with the hospitalist and the cardiologist and it was decided to do a code ice on the patient and they were admitted to the intensive care unit. Arterial blood gases were then taken from the patient with results from (B)(6) showing low arterial ph, high pc02, high and low po2, and low bicarbonate. Arterial blood gas results from (B)(6) showed high arterial ph, low pco2, high po2, and low bicarbonate. Blood work from (B)(6) also showed high wbc, low rbc, low hgb, low hct, high mch, high neut. Absolute, high nrbc, high glucose, high bun, high creatinine, high ast, low gfr, low total p rotein, low albumin, high ast, low calcium, high ckmb, and high troponin. A chest x-ray was taken on (B)(6) showing the left pleural catheter had changed position but there was no discrete pneumothorax. There was increased airspace disease of the bilateral lower lobes and right upper lobe since the previous x-ray. Another chest x-ray was taken on (B)(6) showing improved aeration in the left lung base and no significant change in the right lung airspace. It was noted the extensive subcutaneous air was worse.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative noted that the patient was transferred to a hospital and gave the location of that medical center. Additional information was requested from that facility.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported that on friday, (B)(6) a patient had a spinal cord stimulator implant placed. The case went very well, and at the end the pain physician was closing the second incision. The (B)(6) patient coded on the table and the staff used CPR to bring him back to life. The patient was transported to a larger local hospital and the representative was told that the patient passed away yesterday on sunday, (B)(6). The representative noted that the product was never a cause for any of this. It was additionally noted that the representative was told that the patient coded a few more times over the weekend in ICU and passed away sunday, (B)(6). Additional information received on (B)(6) 2015 from the pa (physician's assistant) at the doctor's office noted that the patient's death was not in any way associated with the spinal cord stimulator or the implant procedure. The pa stated the patient had a cardiac history and that is the primary cause of death. Indications for use were noted as spinal pain and lumbar radiculopathy.